Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was further reported that the gauge was inaccurate, unable to register 1 atm increments.

Event description:
It was reported that the lead dislodged. The lead was explanted and replaced.